Event description:
(B)(4). Treatment of a large unruptured fusiform sidewall aneurysm measuring 11mm x 11mm located in the right ica (internal carotid artery). The patient presented with 3rd nerve palsy. The patient was on antiplatelet therapy prior to the procedure and given heparin intra-operatively. On (B)(6) 2012, the patient underwent pipeline (4.75mm x 35mm) embolization treatment. During the procedure, it was reported balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipeline due to incomplete expansion of the device. Post procedural angiogram showed complete occlusion. On (B)(6) 2012, the patient was admitted to the hospital for shortness of breath while eating. The admitting diagnosis was pneumonitis. The patient had lengthy comorbidities with septic shock due to underlying pneumonia. The patient developed septicemia secondary to pneumonia of right upper lobe and her condition greatly deteriorated. Subsequently, the patient was placed on dnr (do not resuscitate) state and expired on (B)(6) 2012. The cause of death was from the septicemia. The physician reported the event was not related to the device or procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).